Event description:
Pt had saline breast implants placed "several years" ago in which she had rippling and palpable irregularities since her operation. Recently, she had "immediate" deflation of the left breast implant occurring suddenly without any other trauma. Pt was then admitted for bilateral capsulotomy and implant exchange. Upon removal, an area of leakage was identified on the posterior aspect in the upper medial quadrant of the left implant. The right implant was also noted to be deflated and was removed.